Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 1 month post implant of this 16 mm pulmonary valved conduit in a (B)(6)-month-old pediatric patient, severe conduit obstruction as present and stent dilatation was performed. Then, 4 years and 11 months post implant, the conduit was replaced valve-in-valve with a transcatheter pulmonary bioprosthetic valve due to moderate conduit obstruction with severe insufficiency. The pre-operative gradient was reported to be 37 mmhg. No additional adverse patient effects were reported.